Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the atrial lead exhibited noise. No intervention was performed, the physician elected to continue monitoring the patient. The patient was stable in condition.